Manufacturer narrative:
The customer sent his medical records of the incident to bd. The following additional information was added to this supplemental as it relates to the incident: date of birth, gender, and weight. Describe event or problem and date of event. Device evaluation, additional information - per the engineer, upon further review of the complaint file, this complaint is being confirmed since needle was not found within the barrel of the returned syringe.

Event description:
It was reported that the customer's wife was giving him an im injection of testosterone when the needle broke off in the buttocks. The customer was seen in the emergency department and had an x-ray of the frontal view of the pelvis and a two view x-ray of the right hip. The x-ray revealed the needle in the soft tissues over 9 cm above the top of the iliac crest. The customer had an additional x-ray and surgical intervention on (B)(6) 2015.

Manufacturer narrative:
Result - one sample was returned for evaluation. The returned sample was disassembled and no needle could be located in the body of the syringe. The product is designed such that the needle retracts away from the body in the direction of the spring and it is not possible for the needle to move forwards. The non bevel end of the needle is fused to an orange piece of plastic which would not go through the skin without causing a lot of pain and bleeding. Additionally, the spring and black cut out portion of the syringe stopper was also seen lodged in the back of the inner barrel which is also pushed back into the barrel along with the needle upon needle retraction. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 329734. A quality notification review indicates no quality notifications generated for lot 3297344. Conclusion - although the needle was not received within the syringe body, the complaint could not be confirmed. The sample will be sent to the manufacturing site for further investigation. An additional supplemental will be filed upon completion of the investigation. Further investigation anticipated by manufacture site, not yet begun.

Manufacturer narrative:
Investigation results from the manufacture site: result: the sample was received in 3 separate pieces: the syringe assembly, the needle assembly (cap and hub), and the spring. The metal part of the needle was not found in the needle assembly or the syringe assembly, however it appears that the syringe functioned as expected (stopper penetrated by the cutter). Conclusion: the defect cannot be confirmed based on the sample received.

Manufacturer narrative:
Month and day of event unknown. Samples awaiting investigation. Upon completion of investigation, a supplement report will be filed.

Event description:
Per report, the customer had the needle break off in his hip during an injection when it detached from the spring of the syringe. Customer had an x-ray and went into the hospital for surgery, but the doctor could not find the needle.